Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the patient was having ventricular tachycardia (vt) storms and supraventricular tachycardia (svt) episodes. Due to the device discriminators, inappropriate therapy was delivered to the patient for the svt episodes. The patients vt was appropriately terminated by atp therapy and the device discriminators were reprogrammed to avoid further inappropriate therapies. The patient was in stable condition and experienced no adverse health consequences due to the performance of the product.